Event description:
It was reported that the bd q-syte¿ needle-free connector stand-alone device experienced leakage. The following information was provided by the initial reporter, translated from french to english: during the installation of an infusion on vvp, leakage of the plug because of important venous return.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ needle-free connector stand-alone device experienced leakage. The following information was provided by the initial reporter, translated from french to english: during the installation of an infusion on vvp, leakage of the plug because of important venous return.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.